Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade to a single chamber device the pocket was opened and it was determined that the patient had developed an infection. The system was explanted and not replaced. The patient's condition before and post procedure was good.